Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion, the pump alarmed ¿air in line¿ during an infusion of an unknown drug. A leak was found in the tubing from a hole in the area of the upper fitment. There was no patient harm.

Event description:
The customer reported that during an infusion, the pump alarmed ¿air in line¿ during an infusion of an unknown drug. A leak was found in the tubing from a hole in the area of the upper fitment. There was no patient harm.